Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was noted on the implantable cardioverter defibrillator. Programming changes were recommended but not anticipated at this time as the occurrence of the oversensing episodes were spotty and the device was responding appropriately. The patient was due for a follow up in clinic and was reported to be doing great.